Event description:
A customer obtained lower than expected vitros alkp results (9 results of < 20 u/l, 1 result = 25 u/l) from multiple patient and quality control samples using a vitros chemistry products eco2 slide cartridge that was misidentified as a vitros chemistry products alkp slide cartridge on a vitros 5600 integrated system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The biased patient results were initially reported out of the laboratory, however corrected reports (results range from 140 to 474 u/l) were issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros alkp quality control and patient results were obtained from a vitros chemistry products eco2 slide cartridge that was misidentified as a vitros chemistry products alkp slide cartridge on a vitros 5600 integrated system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 5600 integrated system was operating as intended.